Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of high troponin t hs (high sensitive) ¿ troponin t hs results for 1 patient that did not fit the patient¿s clinical picture. The results were reported outside of the laboratory. The patient presented to the emergency room with pain in his chest on (B)(6) 2017. The patient was tested for troponin t hs 10 days in a row on a cobas e801 module and the results stayed around 130 ng/l. The results were reported to medical personnel treating the patient. The high results were not expected so the sample was repeated by an alternate method and the troponin I result was lower than the troponin t hs result. The patient was tested for troponin I by the beckman coulter method and the result was <0.01 ug/l. No abnormalities were observed during an EKG, echo-cardiogram and an MRI. The patient had no clinical signs suggesting a myocardial infarction. The patient has not received a final diagnosis yet, however, it was concluded that he did not have a heart problem. During this time frame, the patient¿s ck and ck-mb results dropped. The source of the ck was muscle. Refer to data for the patient results. There was no allegation that an adverse event occurred.

Manufacturer narrative:
The patient sample was submitted for investigation. The customer's high troponin t hs results were reproduced. A general reagent issue has not been identified. Investigations are ongoing.

Manufacturer narrative:
Based on further investigation of the patient sample using serum fractionation the troponin t hs results received by the customer are considered to be true positive. An interference was not detected in the sample. The origin of troponin t in the patient sample needs to be addressed from a clinical point of view.